Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 03/jul/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The legal manufacturer confirmed that the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in biopsy channel. There was physical damage at the location where foreign material remained. Therefore, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was something stuck inside the channel of the colonovideoscope. This occurred during reprocessing. There were no reports of a delay or patient harm.